Event description:
It was reported that during the procedure for treatment of the renal artery, a 5.0x15.135 rx herculink elite stent delivery system (sds) was advanced through a 6f guide catheter without resistance to the target site. The lesion size was determined to be smaller than the length of the herculink elite stent (size of lesion was misjudged); therefore, an attempt was made to withdraw the undeployed sds and use a shorter stent. During withdrawal of the sds, resistance was felt with the 6f guide catheter; therefore, the sds, guide catheter, and guide wire were withdrawn as a single unit from the anatomy. The vessel was rewired and a non-abbott sds was used successfully to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guiding catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.